Event description:
It was reported that during the pre-use check, a foreign substance was found in the product. No patient injury or adverse affects were reported. No additional information is available for this complaint.

Manufacturer narrative:
UDI and 510(k) numbers are unknown, no product information has been provided to date. One unused decontaminated sample was returned for investigation. Under visual inspection it was noticed that one drainage bag was returned. As a result of observing the sample, there are two foreign substances in the bag: (0.1mm2 white material, 0.7mm2 brown material.) The reported problem was confirmed but not related to any patterns or trends. The device will be returned to the supplier manufacturer. An internal scar was opened to continue to monitor for trends. A manufacturing device history record (DHR) review was not performed because the product is a supplied item and the device history is housed at the supplier.